Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Name of initial surgical procedure when tvto was implanted? Indication and initial approach for the initial surgical procedure? Other relevant patient history/concomitant medications. Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Please describe the procedure in 2018 for the first mesh exposure? Was the second mesh exposure occurred at the same location as the first one -left lateral vaginal wall sulcus? What is the date of the second mesh excision/removal? What are in a doctor¿s opinion a cause or contributing factors to 1st and 2nd mesh exposures? Please describe reported ¿minor injuries¿ and when were they occurred? Product code and lot #. Will product be returned? Please provide a return date, tracking information? What is the patient's current status after the mesh excision? Reported adverse event regarding exposed mesh left lateral vaginal wall sulcus oversewn in 2018 was submitted via medwatch report 2210968-2019-80924.

Event description:
It was reported that the patient underwent a sling procedure in 2016 and the mesh was implanted. It was reported that the patient experienced a mesh exposure of 1.5cm; exposed mesh left lateral vaginal wall sulcus and dry from stress urinary incontinence. Exposure was over sutured in 2018 and it was unsuccessful. The patient continued to experience exposure and dyspareunia. The exposed mesh was excised. Additional information has been requested.